Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi I es result (0.1 vs. Expected results < 0.012 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected result and the sample was retested. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros tropi I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed service actions to multiple subsystems of the analyzer. Following these service actions, acceptable trop I es performance was obtained. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely root cause of this event is analyzer related. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.